Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported went off after replacing the battery. Troubleshooting was performed and found that the customer did not receive a low battery alert prior to replace battery now alarm and advised the customer to replace the battery but the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No blank display during testing. Pump received with normal operating currents. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 10.0 received the lowbatteryalert (104) on 12/02/2023 11:13:00 faster than expected at 1.62 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. According to the pump history the low battery alerted first at 12/02/2023 at 11:13:00.000, then replace battery alert on 12/02/2023 at 20:44:00.000 and then the replace battery now alarm on 12/02/2023 at 21:15:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿the sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, cracked down button keypad overlay and pillowing keypad overlay identified during the visual inspection. Customer alleged confirmed unexpected low battery alarm in the pump history, problem isolated to the electronic assembly. Unexpected battery power loss was confirmed, suspecting hardware issue. Customer alleged not confirmed for pump went off after replacing the battery, did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.